Event description:
Customer reported doxorubicin (red colored chemotherapy agent) was infusing via secondary set. Two hangers were placed on primary bag (250ml flush bag of normal saline). The primary bag began to turn pink from the doxorubicin backing up. No pt harm occurred. No add'l info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary bag fluid backing up into primary bag was confirmed through functional testing at carefusion's lab. The sample was sent to the check valve supplier and testing resulted in normal findings. Disassembly of the check valve did not find any particle or anomalies. The cause of the customer's experience was due to a check valve failure. The root cause of the failure could not be identified. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were not during production build period of this model for the failure mode reported.